Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stopped working and vibrating. Customer's blood glucose level was unknown. Customer reports insulin pump screen went blank. Customer states insulin pump had blank display. Customer states damage on the battery compartment. Customer states insulin pump had battery out limit. Customer reports they were able to clear the alarm. Customer states they did not receive a request to rewind insulin pump. The insulin pump will be returned for analysis.